Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose. Customer stated they were unable to hear the insulin pump alarming at night and wanted something that alarm loud so patient can wake up for low blood glucose. Customer fell because he was trying to get up. No blood glucose reading provided. No further information provided.